Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that the pump appeared to be administering insulin, but blood glucose levels remained elevated, with a reported high of 353 mg/dl. The patient indicated that a meal had been consumed several hours earlier and was properly announced. The patient was advised to change supplies due to a low remaining insulin volume in the cartridge and to check for possible occlusion or a bent cannula. The patient reported no visible tubing occlusion and that the cannula appeared straight. The patient was new to the device and had not previously performed a supply change. During the supply change process, the cartridge was filled and the rewind process was completed; however, the patient was unable to properly lock the connection adaptor into place despite multiple attempts. The patient stated that a caregiver would arrive shortly to assist. The patient reported plans to use backup insulin therapy if needed and was educated to remain disconnected from the device for an appropriate period after administering outside insulin. The patient demonstrated understanding and planned to call back once assistance arrived. Subsequently, a family member contacted support and assisted the patient with reconnecting the device. The agent guided the reconnection process, and insulin delivery successfully resumed. The patient reported that no outside insulin injection was administered. Blood glucose levels were affected for approximately one hour, no ketone testing was performed, no recent steroid use or professional medical intervention occurred, and no immediate health effects were reported. Lot numbers for the supplies were not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.